Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for unrelated to the device issues. Intermittent ventricular lead noise causing inappropriate inhibition of the rhythm was observed. The lead was explanted. The patient was stable pre and post procedure.